Event description:
It was reported to st. Jude medical that the device presented with a battery voltage of 2.6v. Longevity calculation indicated that eri would occur in 5-7 months. It was later confirmed that the ICD was explanted due to eri.